Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Procode: dqx .product received on: (B)(6) 2019. PMA/510(k) #: preamendment. Investigation ¿ evaluation a review of the complaint history, device history record, drawing, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one wire guide in a used and damaged condition to cook for investigation. Physical examination of the returned device showed the proximal mandril wire appeared bent and the coil appeared unraveled and elongated for a large section. The coil diameter was measured within specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed one nonconforming event which is related to this incident for "the tip weld broke." All affected product were scrapped. A review of complaint software revealed no other reported complaints for this lot number. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no other lot related complaints from the field. It was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, the examination of the returned product, and the results of the investigation, the cause was determined to be component failure with no design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during the central line placement using a cook device, the guide wire was retracted from the patient and the wire pulled apart into a long thin thread. The wire was removed successfully from the patient, and no harm was reported. The reporter was unable to provide the name of the product, lot number, or rpn.